Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.

Event description:
The patient was a (B) (6) male patient who underwent a 2 level mis surgery at l4-l5; l5-s1. As the surgeon was placing the rod, he stated it didn't feel right, he then tried to readjust the middle extender sleeve by pulling up and the tulip head came up still in the shaft with the rod leaving the screw shaft implanted alone. The surgeon removed the remaining shaft of the screw with pliers and implanted another polyaxial screw. There was no harm to the patient, and a surgical delay of less than 15 to 20 minutes.